Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer was receiving no delivery alarms for three days. The customer's blood glucose was unknown. Assissted the customer in performing a 5.0 unit fixed prime, but the insulin did no exit. The pump also alarmed no delivery. Troubleshooting was done. Explained to customer that the alarm was caused by an infusion set or reservoir occlusion. Customer stated that their insulin looked very cloudy and that there was stuff floating in it. Nothing further reported.